Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer reportedly had blood glucose levels over 30 mmol/l. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.